Event description:
It was reported that upon interrogation, the electrograms showed that the atrial lead had dislodged. It was noted that the lead dislodged into the ventricle, which inhibited pacing and caused capture of the ventricle tissue. The lead was repositioned on (B)(6) 2014, but a post-procedure fluoroscopy confirmed the lead had dislodged again. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.